Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen "went black" during pumping and customer could not turn screen on until the pump was plugged into a power source to charge. Customer reported an error message; however, was unable to recall what the message was. There were no alerts or alarms. Tandem technical support reviewed pump history and pump data and no abnormal issues were identified. Customer confirmed pump screen turned on. Customer's blood glucose was 150 mg/dl.